Event description:
It was reported that the fowler was drifting due to malfunction gas spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.